Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) verified that the device remained online and that the application was running as expected. Attempts to contact the customer were unsuccessful, with no response received. The case was closed, with guidance provided that a new case may be opened if further assistance is required. The knowledge article titled "how to initial troubleshooting questions for station not communicating/all drawers failed" was attached for reference. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on password screen. The customer had restarted the machine, but the issue persisted. However, there were no delay, no adverse events or injuries reported based on this event.